Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. The device history report [DHR] of this product was reviewed no nonconformance reports or other abnormalities during the assembly of this lot were found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette and supply bag lines blocked during dwell 2 of 3. Patient canceled treatment and noticed there was a fluid leak inside of the cassette door. The patient¿s peritoneal dialysis nurse confirmed that there were no adverse events. Cell blood cell count showed no infection. Culture test was performed and result was negative. Patient performed continuous ambulatory peritoneal dialysis in order to complete treatment. The patient was prescribed prophylactic antibiotics. The set was discarded.